Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0y029, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that for the week prior to (B)(6) 2016 it was hurting real bad at the implantable neurostimulator (ins) site. He mentioned a burning sensation at the ins site and it was hurting where the lead wires were connected. He was also having "problems down below" for the past week. The symptoms were a gradual change. There were no related traumas or fall. The patient tried to call his doctor's office, but could not get through to anyone. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.